Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) level (28 mmol/l). While in the ER, the customer was treated with intravenous saline and insulin. A pump system check was performed, and it was found that the pump was functioning as intended. At the time of the call with tandem technical support, the customer had not yet been released from the hospital. The customer declined to provide further information.